Event description:
It was reported that the device was explanted: per surgeon's response, the 4500 ring was explanted at implant in the tricuspid position. This was a failed ring repair. A 6625 valve was implanted in the tricuspid position. No further pt complications reported.

Manufacturer narrative:
Device not returned.